Manufacturer narrative:
Based on calibration and qc data a general reagent issue could be excluded. The investigation determined the sample clotting time and centrifugation time were insufficient according to the tube manufacturer's recommendations. The issue is consistent with preanalytical sample handling.

Manufacturer narrative:
This event occurred in (B)(6). Calibration and quality control were acceptable on the date of patient testing. The customer has performed precision testing. The investigation is still ongoing.

Event description:
The initial reporter questioned non-reproducible crej2 creatinine jaffé gen.2 results on a cobas 8000 c 702 module. The customer provided questionable results for one patient. The patient¿s initial crej2 result was 111.6 umol/l with a repeat result of 88.8 umol/l. The customer did not report the initial or repeat result outside the laboratory. The customer repeated the sample on another analyzer and received a crej2 result of 95.8 umol/l. The customer determined the third crej2 result of 95.8 umol/l was correct. The crej2 reagent lot number was 446790 with an expiration date of 30-jul-2021.